Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector was leaking. The following information was provided by the initial reporter with the verbatim: when pushing meds via syringe through this system, it is leaking. There have been several reports in the last 3 weeks by different nurses that the needless connectors for our s/c sites are leaking.

Event description:
No additional information.

Manufacturer narrative:
Pr 8816842 - follow up MDR for device evaluation. No photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review was performed and there were no relevant production issues or quality notifications with the mat # mz1000-07 sets of the following lots: 22125006 (B)(4) units produced on (B)(6) 2022), 23025328 (B)(4) units produced on (B)(6) 2023), 21075182 (B)(4) units produced on (B)(6) 2021), this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.